Manufacturer narrative:
The device was received in (B)(6), but will be forwarded to the USA for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the shaft broke in two pieces and came apart. There was no patient impact.

Manufacturer narrative:
Product analysis: condition upon receipt: 1 un-sealed sample, part number 1884068hs, from lot number 0209985126 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. ¿ equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), and calipers ¿ evaluation: when compared to the assembly drawing, the inner shaft was broken 0.62¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation on the front hub locking area and striations around the outside diameter of the break point indicating metal on metal contact. The distal end of the inner and outer assemblies was gouged just behind the head in the support area for the tip which is an indicator of excess pressure. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke and the gouging occurred. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. No te: [excess: exceeded sufficient pressure required for operation] ... Conclusion: the complaint was confirmed for the alleged malfunction [shaft broke].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.